Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events were caused by the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of power going out of the monitor and no green light emitting diode (led) on front panel was confirmed. The device evaluation found there was no green light on the panel due to a faulty circuit board. Also found was a cracked bezel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power went out on the high-definition lcd monitor. There was no green light emitting diode (led) on the front. The issue occurred during a colonoscopy with polypectomy procedure. The procedure and customer anesthesia were prolonged by fifteen minutes. The procedure was completed by switching tower using a similar device with no harm to the patient.